Event description:
The histologist was cutting tissue blocks. The chuck on the microtome did not release the tissue block. The chuck jumped when the histologist. Attempted to manually release the tissue block. At that moment the chuck slammed down toward the blade, catching the: right hand of the histologist this action caused a laceration of the right middle finger and right thumb. The lacerations required 2-3 stitches on the right thumb and middle finger.